Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the reported failure; however, it could be confirmed as having occurred via the field error system logs. The mtm was installed an in-house test system and powered up. The sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system¿s master tool manipulator (mtm) stopped working. The operating room (or) team disabled the mtm and resumed the surgery. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.